Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device failed to sense, stating "unit was charged for shock delivery when the device gave 'connectors not connected' warning. This occurred 3 times, so another unit was brought in and used successfully." This issue is patient related; however there was no adverse event reported. The customer confirmed that the device use did not contribute to a serious injury or death.